Event description:
Reporter indicated that a vns patient experienced discomfort due to the position of her generator. The patient underwent surgery to reposition on the generator in 2007 and the discomfort has resolved.